Manufacturer narrative:
An infection at the ipg site was reported to abbott. Surgical intervention was undertaken wherein the ipg was explanted. The patient was prescribed antibiotics. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient experienced infection at the ipg site. Surgical intervention was undertaken wherein the ipg was explanted. The patient was prescribed antibiotics.